Event description:
No new information.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results. The reported plate breakage could be confirmed because of the results of the visual inspection. The plate¿s dimensions and chemical composition met specifications, but investigation revealed it failed due to low cycle fatigue from one or repeated powerful dynamic overloads, with fracture surfaces showing forced rupture and fatigue breakage. The implant was confirmed to be correctly implanted and functioned as intended according to the instructions for use, designed to last only until bony healing. Based on statistical evaluation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the plate broke after implantation and needed to be removed in a revision surgery.